Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the laboratory did not identify any lead characteristics that would have resulted in the clinical observation associated with the lead dislodgement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be oversensing the right atrial signal and the patient received inappropriate shocks, as a result. The device was then turned off. It was also reported that there was an abrupt increase in rv pace impedance with a drop in shock impedance and drop in sensing. Immediately following this, there was a subsequent drop in pacing impedance and rise in shock impedance. There was also no capture at the maximum output and the patient experienced stimulation of the shoulder. An x-ray revealed that the lead was in the superior vena cava. This right ventricular (rv) lead was subsequently removed and replaced. No additional adverse patient effects were reported.